Event description:
It was reported that tip detachment occurred. A 5.0 x 60, 75cm mustang balloon catheter was selected for use. However, during preparation, the distal tip of the device detached while flushing with saline. The procedure was completed with another of same device. No patient complications were reported.